Event description:
It was reported that the patient had an infection at the pocket site following a recent device replacement. The patient's status was reported as good. The event has since been resolved. It was stated that the patient was seen in (B)(6) 2012 to reprogram the device to improve pain coverage.

Manufacturer narrative:
Product ID 3998, lot# v276343, implanted: 2010 (B)(6), product type lead, product ID 3708240, serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).